Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident when their epiq elite diagnostic ultrasound system was used in dual mode prior to a 3d manual sweep. The orientation of the uterus in the multi-planar reformatting (mpr) was flipped with the transverse and coronal view. There was no injury or altered patient outcome associated with this event.

Manufacturer narrative:
A thorough technical investigation was performed including evaluation and analysis of system logs. The software engineering team identified a software issue where the mpr¿s (multi-planar reformatting) are rendered with a ¿backward¿ sweep direction, causing the orientation of certain mpr¿s to be reversed from the expected orientation. A solution has been developed for inclusion in a future software release. The ultrasound system is in service with no additional similar issues reported.